Event description:
An asymptomatic patient presented in the ER with a device that was delivering hv therapy. The rv lead presented noise. The noise was classified as vf by the device and inappropriate hv therapy was delivered. Intermittent failure to capture was also observed. The lead was explanted.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.